Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted and the same night there was a polarity switch on the ventricular lead. The lead showed 65 high impedance counts and increased threshold. A revision was planned and it was discovered that the setscrew on the ipg was not screwed down enough. It was determined that even though the physician was able to ratchet down the lead reliably, the best thing to do was to use another device. The ipg was explanted and replaced the lead remains in use. No patient complications have been reported as a result of this event.